Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the haptic was popped off. The lens entered or touched the patient eye and a second lens was used. Additional information was received and stated, the lens was not inserted and removed or left implanted. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned inside a plastic specimen jar with a screw top lid. Viscoelastic was dried on the lens. One haptic was broken in the haptic optic junction. The broken haptic was returned adhered in dried viscoelastic to the posterior optic surface. The optic anterior edge was scraped, travelling onto the optic surface. A much larger area of scraped and gouged damaged was located on the anterior optic surface in front of the optic edge damage. The anterior optic surface was cracked near the center and directly opposite on the posterior optic surface. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified cartridge and a non-qualified viscoelastic were used. A company handpiece was indicated that would be qualified for this lens when used with a qualified product combination. The company is only qualified for use in a company b or company c cartridge. The reported haptic damage was observed. Additional lens damage was also observed. The root cause for the reported complaint was most likely related to a failure to follow the instructions for use (IFU). A non-qualified cartridge and a non-qualified viscoelastic were used. The IFU instructs: company foldable intra ocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).